Manufacturer narrative:
The returned device was evaluated and performed as designed. The pod was found to have terminated in an occlusion alarm, a safety feature not considered a malfunction. No bend was noted in the cannula. The root cause of the occlusion could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported blood glucose levels reached 257 mg/dl and pod was worn between 4 and 24 hours. The customer noted that cannula appeared to be bent.